Event description:
The customer's mother reported that the cannula looked bent and as if it hadn't properly inserted at the infusion site.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. The customer also reported that the cannula may not have been properly inserted. Lot qualifications were reviewed and the product lot met all accepted criteria.